Event description:
It was reported that the bd ultra fine¿ pen needle had no insulin flow during injection.

Manufacturer narrative:
H.6. Investigation: customer returned (5) used 32g x 4mm bd pen needles without tear drop labels attached. Spouse of patient reported during injection, no insulin flow. All 5 returned samples were examined and the following was observed: - 4 with bent non-patient end (npe) cannulas - 1 with a broken npe cannula since all 5 samples were returned after use, and no manufacturing defects were observed, the likely cause of the bent or broken npe cannulas is user error during pen needle attachment to a pen injector. The bent or broken npe cannulas would then be the cause for no flow through the pen needle, hence the consumer would think the pen needles were clogged, as reported. A lot history review for lot 8109527 cat no. Ns 320122 was carried out and no non-conformances were raised in association with the packaged lot or the sub-assembly for needle clog concluding all inspections were performed per the applicable operations and met qc specifications. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ pen needle had no insulin flow during injection.

Event description:
It was reported that the bd ultra fine¿ pen needle had no insulin flow during injection.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned. A lot history review for lot 8109527 cat no. Ns 320122 was carried out and no non-conformance's were raised in association with the packaged lot or the sub-assembly for needle clog concluding all inspections were performed per the applicable operations and met qc specifications. Severity ranking is s2. A complaint history check was performed and this is the 3rd related complaint for needle clog on lot # 8109527. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: the complaint could not be confirmed and the root cause is undetermined. Rationale: based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.